Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead. There was also evidence of out-of-range impedance measurements. Isometric exercises were performed and impedance measurements varied from 700 ohms to greater than 3,000 ohms. The ra daily measurements were disabled and the patient was referred to their implanting physician for ra lead evaluation. As of today there have been no reports of surgical intervention performed and/or planned. No adverse patient effects were reported. All available information indicates that the product remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead. There was also evidence of out-of-range impedance measurements. Isometric exercises were performed, and impedance measurements varied from 700 ohms to greater than 3,000 ohms. The ra daily measurements were disabled, and the patient was referred to their implanting physician for ra lead evaluation. As of today, there have been no reports of surgical intervention performed and/or planned. No adverse patient effects were reported. All available information indicates that the product remains in service. New information received indicates that the right ventricular (rv) lead exhibiting varying pacing impedance measurements of 500 to 1800 ohms. There was no noise observed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead. There was also evidence of out-of-range impedance measurements. Isometric exercises were performed, and impedance measurements varied from 700 ohms to greater than 3,000 ohms. The ra daily measurements were disabled, and the patient was referred to their implanting physician for ra lead evaluation. As of today, there have been no reports of surgical intervention performed and/or planned. No adverse patient effects were reported. All available information indicates that the product remains in service. New information received indicates that the right ventricular (rv) lead exhibiting varying pacing impedance measurements of 500 to 1800 ohms. There was no noise observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead. There was also evidence of out-of-range impedance measurements. Isometric exercises were performed, and impedance measurements varied from 700 ohms to greater than 3,000 ohms. The ra daily measurements were disabled, and the patient was referred to their implanting physician for ra lead evaluation. As of today, there have been no reports of surgical intervention performed and/or planned. No adverse patient effects were reported. All available information indicates that the product remains in service. New information received indicates that the right ventricular (rv) lead exhibiting varying pacing impedance measurements of 500 to 1800 ohms. There was no noise observed. Additional information was received that an alert was generated for right ventricular (rv) intrinsic amplitude out of range. Evidence of rv lead noise was observed on the baseline. If appropriate, in clinic review with isometrics/provocative maneuvers could be considered to illicit noise/artefact to check for compromised integrity. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead. There was also evidence of out-of-range impedance measurements. Isometric exercises were performed, and impedance measurements varied from 700 ohms to greater than 3,000 ohms. The ra daily measurements were disabled, and the patient was referred to their implanting physician for ra lead evaluation. As of today, there have been no reports of surgical intervention performed and/or planned. No adverse patient effects were reported. All available information indicates that the product remains in service. New information received indicates that the right ventricular (rv) lead exhibiting varying pacing impedance measurements of 500 to 1800 ohms. There was no noise observed. Additional information was received that an alert was generated for right ventricular (rv) intrinsic amplitude out of range. Evidence of rv lead noise was observed on the baseline. If appropriate, in clinic review with isometrics/provocative maneuvers could be considered to illicit noise/artefact to check for compromised integrity. No adverse patient effects were reported. It was reported that additional information was received that an alert had been generated for this system due to out-of-range atrial intrinsic amplitudes. Stored atrial tachycardia response (atr) electrograms (egms) showed oversensing of atrial lead noise and evidence of over sensed ventricular lead noise. Additionally, isolated loss of ventricular capture was noted on the presenting egm and a stored atr event. If clinically appropriate, consider in clinic review with isometrics/provocative maneuver to illicit noise/artefact to check for compromised lead integrity. It was noted that this boston scientific implantable cardioverter defibrillator (ICD) is interfaced to a competitive atrial and rv lead. The system remains implanted and no adverse patient effects were reported.